Event description:
Reporting status: serious injury/surgical intervention/hospitalization. Reporting rationale: perforation requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported that after predilatation, a xience v stent (2.5mm x 28mm) was deployed; however, during use of the xience v, a perforation occurred, resulting in the case being abandoned and the patient had to refered for CABG. No additional event or patient information is available.